Event description:
The consumer reported a poor communication screen on the patient programmer. It was indicated the patient had not used the antenna as they verified there was nothing plugged into the hole on the right side of the patient programmer. It was reviewed for the patient to place the patient programmer directly over the implantable neurostimulator (ins) on the skin and to sync with the ins. This had not resolved the issue. It was noted the patient had not tried connecting the patient programmer to the ins during the initial connection attempt, user error, but on the day of the call, she followed the guidance of the representative and still had poor communication. The patient had not had the ins for more than 3 years and reported she suddenly stopped feeling therapy and had sudden symptom return going to the bathroom. It was indicated the patient's stimulation stopped on (B)(6) 2016. The same day, the patient used the patient programmer incorrectly and saw poor communication. Three days later (on the day of the call), the patient used the patient programmer correctly and still saw poor communication. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.